Event description:
It was reported that the distal male luer lock of a clearlink system solution set broke when the staff disconnected the IV tubing from the patient. The device contained propofol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. A visual inspection was performed, and the male luer lock collar was cracked broken. An under-water pressure test was performed, and no leakes were observed. The reported condition was verified. The cause was determined to be from non-conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6 a h11: additional information was added to g1: h11: the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.